Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's current blood glucose level was 94 mg/dl at the time of the incident. The customer a wake to the reservoir and o ring being broken and a crack in the reservoir compartment. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, partially broken off reservoir tube lip, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads and peeling end cap address label.